Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was not launching automatically, and the station was at a blue screen. A technical support specialist performed a device reboot to resolve the issue, and the issue was resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was stuck at the cfnadmin logon page. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.